Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she tried it on every level and went back to the doctor and all, but it never worked. All it did was stimulate her left foot. The patient still had it, but wished she did not and had not used it in years. The patient's indications for use were urinary dysfunction and sacral nerve stimulation. The cause of the device not working and what the patient meant was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.